Manufacturer narrative:
A1: patient ID: (B)(6). This report is for 4 unknown 2.4mm va locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was noted the devices were discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision of the distal radius of the wrist surgery was performed. The patient had complained of pain. The surgeon felt the placement of the plate was incorrect, which could be the cause of the pain. The devices, including the variable angle locking compression plate distal radius plate, four 2.4 mm variable angle locking screws, and three 2.7 mm cortical screws, were easily removed intact with no signs of fragmentation. The patient was discovered to be already healed, so no replacement parts were needed. There was no sign of infection with the patient. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. This report is for 4 unknown 2.4mm va locking screws. This is report 2 of 3 for com-(B)(4) .